Event description:
The customer reported a touch screen problem. The customer attempted touch screen calibration, entered touch screen diagnostics and the red cross-hair did not display. The customer reported there was no patient involvement.